Manufacturer narrative:
(B)(4). The device ws returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of constant air-in-line alarms through the history log, but could not reproduce it. Evaluation found the upper and lower readings on the ultrasonic sensor to be lower then expected. With low ultrasonic readings it would make the pump more sensitive to air-in-line and upstream occlusion alarms. The ultrasonic sensor was replaced.

Event description:
It was reported that during preventative maintenance testing, a pump constantly alarmed for air-in-line. It was also reported that there was no pt involvement.